Event description:
Procedure type: c-section. According to the rptr: the customer reported a pt had a dehiscence of her wound. There were no reported residual ill-effects to the pt, and there was a re-operation, which lasted between 45 and 70 mins.